Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported the patient underwent a partial knee arthroplasty on (B)(6) 2016. During the procedure, the instrument fractured in the patient's wound, which resulted in a delay of ten (10) minutes. The fractured pieces were retrieved from the patient's wound and no pieces were retained. Another instrument was used to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found no evidence of product nonconformance. During the examination, evidence of heavy impact was noted on the device. Root cause of the event is most likely excessive lateral force applied to the device. There are warnings in the package insert that this type of event may occur. Under warnings, number 5 states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.